Event description:
No additional information.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: three samples and photos were provided to our quality team for investigation. Through visual inspection, the stopper is observed to be separated from the plunger. There is no other visible damage or defect observed that could indicate why the separation occurred. A device history review was performed for reported lot 2311023, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. A camera system is used in the assembly machine to detect missing or improperly assembled stoppers, there were no incidents documented related to any failures with the detection system during manufacturing of lot 2311023. Three retained samples of the reported lot were used for additional evaluation. All product was inspected and all stoppers were verified to be properly assembled onto the plunger rod. While we could not identify a direct issue, it was determined this incident occurred as a result of improper alignment of the plunger/stopper to the barrel during assembly along with the detection system not properly identifying and discarding the impacted sample. Complaints received for this device and reported condition will continue to be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Stopper comes out from plunger during use.